Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during an inspection at the sterile processing department a spiral inserter for spiral blade insertion in an unknown orthokit module was found dirty inside the cannulation. There was no procedure or patient involvement. This report is for one (1) spiral blade inserter for retrograde femoral nails-ex. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Picture review: the narrative could not be confirmed due to the received picture. It is not visible on the photo if the part is dirty. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.